Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the subject meter would not power on. This complaint is being reported because the alleged issue could not be resolved during troubleshooting. There was no indication that the product caused or contributed to an adverse event.